Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported an infusor pump with a condition of "all three lights alarm". This condition occurred during biomedical testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. A baxter service technician reported "alarm received and all lights were on after the pump started to run". This event occurred during product evaluation which may have caused an interruption of delivery. There was no patient injury, adverse event or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a malfunctioned motor. The motor has been replaced. A service history review revealed that this device was not previously serviced by baxter prior to this event.